Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 412 mg/dl. The customer was treated with insulin pump. Customer was experienced symptoms like thirsty and dry mouth. Customer stated that the insulin pump had no delivery alarm. The customer was assisted with displacement test and they got no reservoir. The customer stated that the drive support cap was normal. The customer also stated that they did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.